Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_(B)(4) - vista nova, patient site ID: (B)(6). It was reported that on (B)(6) 2026, a 25mm navitor with radiopaque markers was chosen for implant with a small flexnav delivery system. A pre-implant balloon valvuloplasty with a 20mm non-abbott balloon was performed with development of left bundle branch block (lbbb) and prolonged pr conduction disorder. The 25mm navitor valve was successfully implanted with good hemodynamic gradient and angiographic without regurgitation. Lbbb developed into complete atrioventricular block. Additional hospitalization was reported. Patient received a permanent pacemaker on (B)(6) 2026.